Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury. The manufacturer is investigating the event further.

Event description:
It was reported that a site could not establish communication with a patient's device and believed it to be at end of service. The patient was also experiencing an increase in seizures, therefore, it was determine that the device was at end of service and would need to be replaced. The patient was seeing the physician for the first time, therefore, no programming/device diagnostic history and relationship of increase in seizures to baseline levels were available. The generator was explanted and replaced. The explanted generator was returned to the manufacturer for analysis. During analysis, it was identified that the pulse generator module did not perform according to functional specifications as defined by the manufacturer's electrical testing specifications. It was identified that this condition had an adverse effect on the results of diagnostic testing as the returned dc-dc coded remained zero regardless of the load. Further analysis revealed that the lead for pin one of the transistors (q8) was not attached to its intended pad on the pcb. With pin one of component q8 connected to the substrate pad, the pulse generator module performed according to functional specifications as defined in the manufacturer's electrical test specifications. Results of diagnostic testing were also as expected when the pin was connected to the intended circuit. The max dc-dc communicating test and diagnostic testing did not function properly and both conditions were caused by an un-soldered lead (pin one) of component q8 to the pcb. The reason for the un-soldered lead (pin one) on the component q8 was not ascertained. This condition did not have affected battery longevity. There were no observed issues with the generator. This event is being investigated further by the manufacturer. The end of service condition of the generator was not confirmed and the failure to program initially reported by the site had to do with wand positioning. Follow up with the physician revealed that the patient has been seen several times since generator revision surgery and that the patient is doing well. Diagnostics were performed and the results were within normal limits, however, the specific test results were not provided.